Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient's ipg will be re-positioned for an unknown reason.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was re-positioned on (B)(6) 2021. Reportedly, the generator had been shifting in the pocket due to significant weight loss.